Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for analysis.

Event description:
A report was received that a pt was explanted. The pt fell directly on his mid-line incision. The incision opened, and the physician decided to explant the entire precision system. The pt is reportedly doing well.